Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the patients plate screws had backed-out post-operatively. Patient was revised on (B)(6) 2017. Related to 3004774118-2017-00139.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. There was slight wear to the thread forms closest to the screw heads, which is consistent with use. The degree of wear was noticeably less significant than screws which were locked and unlocked during testing. This variation in wear indicates that the tifix locking mechanism was not sufficiently engaged, which could allow for migration of the screw post-operatively.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the patients plate screws had backed-out post-operatively. Patient was revised on (B)(6) 2017. Related to 3004774118-2017-00139.